Event description:
It was reported that the touchscreen of the pump was cracked and shattered, rendering it unresponsive and illegible. There was no reported impact to the customer¿s blood glucose level, as this information was unknown or declined to answer. The customer switched to multiple daily injections (mdi) as a backup insulin therapy, and a replacement pump was arranged by technical support. The customer was also instructed on how to put the defective pump into storage mode and return it using a prepaid label within 10 days, which they understood and acknowledged.